Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced continuing elevated blood glucose (bg) levels. The highest bg level reading was 500 mg/dl, which was addressed with a bolus delivery via the pump. The customer did not know the cause of the high bgs, and tandem technical support was unable to perform troubleshooting as the event had occurred in the past. Reportedly, the customer's bg level was currently at target range.